Event description:
Philips received a report about a heating incident on an achieva nova 1.5t mr system. A male patient was positioned feet first supine to undergo a left hip examination with the cardiac coil. More than 1 hour after the examination the patient reported a large line shaped blister on the left hip.